Event description:
The customer alleged that she performed a control test and received a result of 60mg/dl. The normal control range was 105-144mg/dl. The customer was unable to find her contour control solution during the call, so further troubleshooting was not possible. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.